Event description:
Additional information received noted that the issue had been resolved.

Event description:
It was reported that the patient experienced severe fluctuation in the stimulation. The stimulation would surge and would turn off. She had been getting these fluctuations for years; however, they were getting more severe. This happened several times in different positions: while sitting, standing, bending but not lying down. The patient reported having a tumor, a herniated disk and her rheumatoid arthritis was worse on her left side than her right side. She was not able to adjust the stimulation and received a "call your doctor" message on the patient programmer and a power on reset (por) condition. Both electrode and group impedances were okay except for one contact which was not being used by the patient. She also got question marks on the programmer and experienced difficulty with charging. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, lot# v082199009, implanted: (B)(6) 2008, product type lead; product ID 377775, lot# n0032985, implanted: (B)(6) 2005, product type lead; product ID 377775, lot# n0032985, implanted: (B)(6) 2005, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 37711, serial# (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-45, lot# v086184, implanted: (B)(6) 2008, product type lead; product ID 3487a-45, lot# v086184, implanted: (B)(6) 2008, product type lead. (B)(4).